Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -02.25 diopter, in the patients left eye (os), on (B)(6) 2021. The patient complained of blurred vison and the lens remained implanted. This was the replacement lens, see MFR. Report # 2023826-2022-00190 for the initial lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Explant date: na. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicmo12.1 implantable collamer lens, -02.25 diopter, in the patients left eye (os), on (B)(6) 2021. The patient complained of blurred vison and the lens remained implanted. This was the replacement lens, see MFR. Report # 2023826-2022-00190 for the initial lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5- per email communication on (B)(6), it was reported that "the patient didn't have 'blurred vision' after the replacement lens was implanted". This event was reported in error. Claim# (B)(4).